Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy and appeared as blisters. The patient did not report open skin or bleeding. The patient is allergic to nickel and many other things. The doctor prescribed a medicated cream. There was no alleged device malfunction contributing to the irritation. Follow up indicated the irritation improved.